Manufacturer narrative:
The pump was received with normal operating currents. Also, the pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to test for the excessive no delivery alarm due to the prime anomaly. No motor error alarm was noted. The pump was also programmed with a test glucose meter. The pump communicated properly and recorded the 159 mg/dl value properly from the glucose meter. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped delivering insulin and alarmed motor error. Customer's blood glucose was 600 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.